Manufacturer narrative:
Philips has investigated this complaint. The reported problem was not that the wireless foot switch does not hold the charge and the wi-fi indicator flashes red but that the battery status was not shown. A philips engineer inspected the system on site and identified that the battery indicator led was not working. The engineer replaced the wireless footswitch which solved the issue.

Event description:
It has been reported to philips that the wireless foot switch does not hold the charge and the wifi indicator flashes red. The indicator lights on the wireless footswitch display the charge level of the battery and the status of the wireless connection. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.